Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular undersensing during tachycardia episode was noted on the implantable cardioverter defibrillator. The undersensing was due to low amplitude signals following high amplitude signals, post sensed t-wave oversensing. There were no adverse patient outcomes due to the undersensing. The device was reprogrammed. The patient was stable.